Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had low light intensity even after checked with different light guide cable. The issue had occurred during inspection for use. There was no report of patient harm.